Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7340862, medical device expiration date: 2019-06-30, device manufacture date: 2017-12-06, medical device lot #: 8011944, medical device expiration date: 2019-07-31, device manufacture date: 2018-01-11. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that ¿pieces of the stopper were seen in the serum¿, when using a bd vacutainer® no additive (z) tube. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
All information pertaining to this complaint can be found on (B)(4). Corrected the follow up number.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for coring with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for coring with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that ¿pieces of the stopper were seen in the serum¿, when using a bd vacutainer® no additive (z) tube. There was no report of exposure, injury or medical intervention.